Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2016-03773 / 05119 / 05120 / 05121 / 05122) medical product - taperloc femoral stem.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03767 / 03768 & 03773).

Event description:
Patient reported pain thirteen days following a hip revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.